Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a clinical, true arrhythmia which necessitated five shocks to terminate. The single coil right ventricular lead - which remains in use - was augmented with the implant of a transvenous defibrillation lead. No patient complications have been reported as a result of this event.